Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient called reported to technical support that the luer lock adaptor to the peritoneal dialysis solution supply bag (not a fresenius product) is leaking fluid during treatment. The patient was advised to contact the clinic nurse. Follow up with the patient¿s clinic indicated that the patient did not experience any complications as a result of the alleged event. The patient was already on antibiotics for a previously reported infection event. There was no additional medical intervention. A request was made to the patient to return the alleged sample to the manufacturing plant for investigation.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted for potential lots by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.